Manufacturer narrative:
Attached to the male luer end of the set is a dualcap disinfecting alcohol cap. The customer¿s report of a filter leak was confirmed. No anomalies were observed with set and components during initial visual inspection. During functional testing droplets were noted to be leaking from the air vent of the 0.2 micron filter. The root cause of the leak could not be definitively determined.

Event description:
It was reported that there was an unspecified syringe tubing filter leak on the 8wt bmt unit. It is unknown how long the filter was in use. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.

Manufacturer narrative:
Although requested, no additional information about the patient, medication, or event provided. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was an unspecified syringe tubing filter leak on the 8wt bmt unit. It is unknown how long the filter was in use. Although requested, no additional information about medication/fluid, event, or patient demographics provided except there was no known patient harm.